Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 13.9 mmol/l, 250 mg/dl between 5 and 24 hours of wearing the pod. It was reported that the adhesive detached from the abdomen, resulting in the cannula dislodging. The insulin was not being delivered which caused the elevated bg levels. The patient became very sick with vomiting and ketones. The patient went to the hospital on (B)(6), 2025, and was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids and insulin. The patient was in the hospital for 2 days and was released on (B)(6), 2025. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.